Event description:
Event description guidant received information that this device reached its end of life (eol) approximately two months after reaching its elective replacement indicator (eri). The clinician alleged that the period between eri and eol was too short and she believes guidant devices deplete early compared to competitive devices. Additionally, she commented that she did not think the device should revert to vvi mode at eol. The field representative also commented that he questions the device's longevity. The device was explanted and replaced.